Event description:
It was reported that, postoperatively, the patient underwent cardioversion and the patient's right atrial (ra) lead dislodged. The patient underwent a lead revision. However, after several unsuccessful attempts to reposition the lead, the lead was explanted and replaced instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).